Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister on left side below the arm pit around the side of body. There was also a spot under one of the electrodes that looks like a burn mark and area has rubbed raw. Patient reports he has sensitive skin, while in the hospital tape was used and he developed blisters, skin lesions where the tape was placed on, from ribs to waist line. There was no alleged device malfunction contributing to the irritation. Spouse reported the irritation has improved by removing lv and by something the nurse applied on skin but does not know what it was.